Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the station had critical override issue. A technical support specialist (tss) reviewed the database and found that the station had entered a critical override only once due to a synchronization delay that caused a communication issue. This delay led the system to trigger the critical override. The customer was acknowledged. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the user identified a high number of critical overrides in the pain management area, with 33 overrides recorded on (B)(6) and 17 overrides recorded on (B)(6) in (B)(6) 2025. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.